Manufacturer narrative:
This report is being filed to correct the impact codes.

Event description:
It was reported that during a device change the new device was connected to the previously implanted leads. When connecting the right ventricular lead no pacing was seen. The lead was tested separately, and good thresholds were seen. A possible connection issue was suspected after attempting to release air bubbles from the device header which did not resolve the issue. A new device was thus used with no issues. This device was expected to be returned. No adverse patient effects were reported.

Event description:
It was reported that during a device change the new device was connected to the previously implanted leads. When connecting the right ventricular lead no pacing was seen. The lead was tested separately, and good thresholds were seen. A possible connection issue was suspected after attempting to release air bubbles from the device header which did not resolve the issue. A new device was thus used with no issues. This device was expected to be returned. No adverse patient effects were reported.

Event description:
It was reported that during a device change the new device was connected to the previously implanted leads. When connecting the right ventricular lead no pacing was seen. The lead was tested separately, and good thresholds were seen. A possible connection issue was suspected after attempting to release air bubbles from the device header which did not resolve the issue. A new device was thus used with no issues. This device was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the patient identifier.